Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient experienced a cannula issue with an infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours of insertion. The insertion of the site was the abdomen. Infusion set was used for 5 hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.